Manufacturer narrative:
H10: the device was not received for evaluation therefore root cause analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while priming a revaclear 400, the connector was observed to be broken resulting in an external saline solution leak. There was no patient involvement. No additional information is available.